Event description:
It was reported that the insulin pump is cracked at the reservoir compartment. It was stated that the drive support cap was loose/sticking out/flash, and the customer pushed back in while connected. The caller did not know how it happened. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked reservoir tube lip, scratched display window, cracked end cap, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.